Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy to the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-19342. It was reported the patient's system was explanted, the date and reason are unknown at this time. Note the patient received two leads from the same lot number as part of the scs system.